Manufacturer narrative:
The complaint is not confirmed. We received a catheter and the torn off fragment as a sample. The catheter obviously snapped at 2,7 cm when trying to remove it. Microscopic analysis showed a rough, jagged and partly ripped surface - typical for a breakage because of an overload of tensile force. The tensile force (2,47 n - 3,51 n) of the involved batch was within our specification (1,5 n). No occlusions or adhering fibrins were visible on the sample and it easily could be flushed. This is the second complaint for batch 220317gn (different reason) and the 14th concerning a snapped code 1261.306 - 2 of them regarding a sealed catheter - the others not manufacturing related. For this complaint a manufacturing defect could be excluded as well.

Event description:
During catheter removal with forceps the catheter ruptured and the catheter fragment had to be removed surgically. Patient outcomes: patient is fine after surgical removal of a fragment.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
During catheter removal with forceps, the catheter ruptured and the catheter fragment had to be removed surgically. Patient outcomes: patient is fine after surgical removal of a fragment.